Event description:
Respiratory therapist went into patient room after hearing a nurse call for a respiratory therapist. Upon arrival to the patient room, the ventilator screen was blank. The nurse was bagging the patient. The plug was checked and it was plugged in. The vent did not power up. A new ventilator was hooked up to the patient.device #1is this a laboratory device or laboratory test?no.